Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the pump powered on normally with the returned battery cap. A review of the black box showed ¿cartridge not detected¿ warnings had occurred on 11/03/2014 when the load step was performed. During investigation, the cartridge was primed to 100units. A rewind and load step was performed, and the piston correctly stopped at 100units and the display correctly read 100units. Multiple load step functions were performed, with no failures occurring. The force sensor was found to be within calibration. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed a cracked force sensor trace, resulting in an intermittent force sensor connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump dispensed insulin during the load step and emitted a ¿no cartridge detected¿ alarm on multiple occasions with multiple cartridges. The reporter confirmed that prior to the load step, a filled cartridge was placed in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.